Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer treated with food. The customer reported via phone call indicating that the insulin pump alarm motor error while changing her set. Customer's blood glucose was unknown mg/dl. The customer stated that the device might have been dropped. Customer does not use the sensor feature on the pump. Customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.